Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. Additional information was requested and the following was obtained: surgeon thought it was more of a stapler issue and not an slr issue.

Event description:
It was reported that post op one day of a robotic sleeve gastrectomy, a post op bleed was found from the staple line. The patient had a second surgery to correct the bleed. Additional blood was not needed. The patient is recovering and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what stapling device was used during the procedure? ¿ robotic intuitive stapler was there any issue with staple formation identified during the second procedure of the patient? ¿ it was clear the bleeding had come from the staple line. How was the post-op bleeding identified? ¿ CT scan performed. What was the total estimated blood loss (ml)? - unknown was a transfusion required? -no was the bleeding intraluminal or intrabdominal? - intraabdominal how was the bleeding addressed? ¿ surgical intervention what was the pre and postoperative anti-coagulant and pain management protocol? - unknown why does the surgeon believe that the buttressing material may have caused or contributed to the post operative bleeding? - no any clips, clamps, or graspers near the area where the device was being fired? - no please provide a timeline of events. ¿ patient presented with post-op complications the night after surgery and was reoperated on one day following surgery. What is the current patient status? ¿ patient is currently discharged and fine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.